Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found the sample probe was sticky, possibly from sample tube gel contamination, and replaced the sample probe to resolve the issue. The issue occurred due to use error. Per au5800 chemistry analyzer instructions for use (IFU), a98352 revision ac, effective november 2016: chapter 2: daily startup: perform daily maintenance: inspect, clean, and prime the sample probes, reagent probes, and mix bars: before you begin analysis, inspect the sample probes, reagent probes, and mix bars for damage or deterioration. Confirm that each probe operates correctly. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported high sodium (na) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event.